Event description:
Device history record was reviewed and nothing related to the reported event was observed. Device log was reviewed. A flowrate of 16.6ml/h was noticed and caculated volume infused matches recorded volume. Regarding the incoherent volume data found in the log such as a total dose infused of 91.60 @ 5:46.11 that jumped to 91604 @ 5:46.13, this is due to a partner software bug that indicates correctly the total volume infused but not the total dose infused. In any case it would technically be impossible to deliver a volume 100x in few seconds. Therefore there was no evidence of overflow. The device was received at infusystem and inspection was performed by their local team. No functional issue was found as all the tests performed were compliant with IFU specifications, including volume accuracy test. The reported event could not be reproduced. Log analysis was performed by our investigator in brézins and confirms that no issue related to the reported event could be found. For the issue with incorrect data with log extracted with the partner software a CAPA was initiated. To our knowledge no patient consequences have been reported for this event. This complaint is not valid. Action was initiated for the data log issue as per our local procedures and complaint has been registered for statistical monitoring.

Event description:
Large jump in total dosage infused and alarm reports.